Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's ventricular lead may have dislodged. The patient also presented in atrial fibrillation, but is atrial pacing. Programming was conducted to stabilize the patient's rhythm. Further information indicates that the lead was capped and replaced. No patient complications were reported as a result of this event.